Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2015, and the inaccuracy was noticed on (B)(6) 2015. No additional patient or event information is available. It was reported that the patient did not calibrate according to the user's guide. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: do not calibrate when your receiver screen is showing the rising single arrow or double arrow. Also, do not calibrate when your receiver screen is showing the falling single arrow or double arrow. Calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. Do not calibrate if the glucose reading error symbol shows in the status area. Do not calibrate if the out of range symbol shows in the status area. It was reported that the patient had taken medication(s) that contain acetaminophen. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: make sure you have not taken any medications containing acetaminophen (such as (B)(6)). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction; however, a review of the diagnostic chart confirmed the reported event of inaccuracies. A root cause could not be determined.